Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain. Update 3/24/2013- pfs and medical records received. Part/lot was provided, which indicated that the patient was implanted with poly. The original allegation was only pain; therefore, we are adding and reporting all products. Additionally, operative notes indicated a cyst and cup loosening. Update rec'd 10/22/2014- pfs and medical records received. A correct doi and dor were provided. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no mention of cup loosening or a cyst. The part/lot numbers were being updated for the liner, femoral head, and first screw. A unknown depuy stem is being added to the com as it also cannot be excluded as the cause of pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/19/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search for the provided product and lot combinations did not find any other complaints against them. The lot codes 127218 and 3106324 that were mentioned in the initial investigation were reported in error. These two lot codes are not associated with this complaint. A complaint database search was not possible for the stem associated with this complaint as the product and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.